Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 150 mg/dl. No patient symptoms were reported. The patient self-treated with oral ondansetron, which was prescribed by his doctor. However, there was no documentation of the patient going to a doctor¿s appointment or emergency room. It was not specified if the ondansetron was prescribed specifically for this event or not. No other patient or event details were available. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.